Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 2 similar complaints with the same failure mode for this serial number. Case: (B)(4): drawer failure fsed-pv. Case: (B)(4): es medstation - fsed-pv - main drawer matrix only half open -alignment issue - drawer 1. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was loaded to two different locations, and the system dispensed from the incorrect location first. A technical support specialist found knowledge article (B)(4) related to this issue and emailed customer the findings and advised to try it out. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system had a medication that loaded to two different locations (tower1 and tower2) when dispensing the medication but got out from tower2 first instead of tower1. There were no adverse events or injuries reported based on this incident.